Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reason. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation. A device history record review is in process.

Event description:
The pt is very thin which required the system to be placed very shallow. The lead anchor and lead was eroding through the skin at the anchor site in the middle of the pt's back. The physician decided to explant the system and re-implant after pt heals. The system will not be returned to ans for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.